Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the multiple orders were not crossing over to multiple stations. A technical support specialist (tss) addressed reports of multiple orders not crossing over across stations, attempted to contact the customer multiple times without success, and later confirmed with the customer that the issue was no longer present and received approval to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple medication orders were not crossing over to multiple stations. The customer reported that patient profiles were visible and could be selected; however, the associated medication orders were not displayed for any patients. The issue was observed on both affected stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.